Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment. Heparin IV was administered according to the protocol. During the procedure, it was reported the distal tip of the apollo catheter detached as it was being navigated to the lesion with a mirage guidewire. The mirage guidewire was observed to be protruding from the catheter between the proximal and distal marker bands under fluoroscopy. Prior to the catheter distal tip separation, an agility 10 guidewire was used with the apollo to navigate to the lesion until the vessel became increasingly tortuous and navigation was difficult. At that point, the guidewire was switched for the mirage guidewire. Since the detached tip was in a vessel that was to be sacrificed, it was decided to inject onyx through the remaining apollo catheter in its current position. Successful embolization of the target pedicle was obtained while engulfing the indwelling detached tip. The patient had successful open surgery the following day and was in good condition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the detached tip remained inside the patient and the rest of the catheter was discarded. Reference cer (B)(4).